Event description:
A report was received that the patient will undergo a pocket revision due to the ipg being tilted and bulging underneath the skin.

Event description:
A report was received that the patient will undergo a pocket revision due to the ipg being tilted and bulging underneath the skin.

Manufacturer narrative:
Additional information was received that during the pocket revision, the ipg was made more flush to the skin. The patient was reportedly doing well following the procedure.